Manufacturer narrative:
Strain relief. Device labeling addresses the reported event as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: failure to secure the band properly may result in its subsequent displacement and necessitate reoperation.

Event description:
Reported as: the physician attempted to perform a fill of the patient's lap-band system, and noted that the port was unable to be accessed. The patient was sent for a portagram and the port was confirmed flipped. The patient was admitted for a port revision. "The port was free floating, all 4 staples deployed with 2 staples very bent. The staples were straightened and retracted into the port with the port applier. The port was sutured at the 3 anchor points." The device remains implanted.